Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the suture was left inside patient. A flexima¿ apdl was selected for use. During procedure, it was noted that the catheter came out and the suture was left inside patient. It was further noted that the suture adhered to the patient's tissue. No further patient complications were reported.